Manufacturer narrative:
Additional information: e1 (event site email: (B)(6), (B)(6)). It was reported that intra-aortic balloon had electrical test fails # 51 (adjusted motor speed out of specification). Fse have checked and found that the error message: electrical test code # 51. Unit needs replacement of motor control board. Fse have observed that the battery indicator is showing empty after full charge also. Unit needs replacement of power supply charger board. Unit operating hours noted as 5390. Replaced the motor control board and power supply board. Checked functionality found ok. Handed over the machine in good working condition.

Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) unit displayed electrical failure code 51. There was no patient involvement or any harm/injury reported. .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) unit displayed electrical failure code 51. There was no patient involvement reported.